Manufacturer narrative:
Results: the lantern delivery microcatheter (lantern) was kinked in multiple locations approximately 145.0 through 146.5 cm from the hub. The lantern was ovalized. Approximately 147.0 through 149.5 cm from the hub. Conclusions: evaluation of the returned lantern revealed that the catheter was ovalized. If the distal tip of the lantern is forcefully gripped or pinched during handling, damage such as ovalization may occur. The ovalization likely prevented the wire from being advanced through the lantern during the procedure and the functional test. Further evaluation of the returned lantern revealed kinks proximal to the ovalization. This damage may have also occurred during handling prior to the procedure or during manipulation of the wire against resistance within the lantern. No other devices associated with the complaint were returned for evaluation. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the superior mesenteric artery (sma) using a lantern delivery microcatheter (lantern). During the procedure, while attempting to advance a wire through the lantern, the physician was unable to advance the wire and noticed there was a kink below the marker band of the lantern; therefore, the lantern was removed. The procedure was completed using another lantern. There was no report of an adverse effect to the patient.